Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had open book error. The customer¿s blood glucose level was 420 mg/dl. The customer¿s current blood glucose value was 172 mg/dl. The customer did not provide information about symptoms of high blood glucose value. It was unknown if the customer was using auto mode. The insulin pump will not be returned for analysis.